Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown, UDI is unknown, no product information has been provided to date.

Event description:
It was reported that the unit is leaking. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found cracked tank cover, outdated printed circuit board (pcb) and power switch, and broken front cover. Functional testing found the device leaks from cracks in the tank cover at the corners where the screws are inserted. The root cause of the reported issue was found to be user interface - cracked tank cover is most often cause by the screws being over tightened. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4).